Event description:
Since implant, the patient was not getting good therapy results despite dosing increases and therapeutic boluses. On (B)(6) 2015, the patient was referred and seen for an indium study; the reporter was unsure of the results. On (B)(6) 2015, the patient¿s catheter was replaced. Since the surgery, the patient had been responding well to the therapy. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).